Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure it was noted that the right ventricular (rv) lead exhibited high pacing impedance measurements. The physician elected to remove and replace the rv lead during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Visual, x-ray examination and electrical testing were normal with no anomalies found.